Event description:
The patient reportedly experienced sound quality issues with his internal device. Programming changes have been made and external equipment was exchanged. However, the problem was not resolved. The patient's device was explanted. The patient was reimplanted with another advanced bionic's device.